Event description:
Pharmacy department experiencing numerous errors and near misses due to similarity in ndc numbers of two different products: synvisc -regular- and synvisc-one. Synvisc-one -single quarterly injection- and regular synvisc -3 injections/quarter- have almost identical ndc's. Only difference being the last 2 digits of the ndc, which indicates just a difference in package size. Pharmacy automation systems that are in place cannot read the difference in filling the product due to the similarities in ndc's, leading to multiple misfills. Ie//regular synvisc filled for synvisc-one prescription; automation scans as if product is correct. Would recommend making more change to the ndc number on the product since they are not interchangable. Amount: 1 inj -2ml-, frequency: qwk x 3, route: intra-articular, and 1 inj -6ml-, once, intra-articular.